Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the sys. The sys cultured positive for unspecified bacterial contamination. The fse decontaminated the system and replaced several parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The customer calibrates and runs quality controls at the start of the day shift and monitors electrolyte recovery throughout the day by tracking trends in anion gap values. The erroneous results were not reported out of the lab. The samples were retested and the results were within expectation. The results of the retest were reported out of the lab. There was no change to the pts' care or treatment. There is no report of any adverse event or serious injury.